Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was able to communicate only intermittently and the patient was unable to receive stimulation. As a result, surgical intervention was undertaken ((B)(6) 2017) wherein the ipg was explanted and replaced and therapy was restored. Reportedly, issue was resolved.